Event description:
Clinical report states that patient was revised to address a periprosthetic femoral shaft fracture and broken stem that occurred due to a fall. It was treated non-operatively with protected weightbearing and physical therapy and rehabilitation. This event occurred 26.2 years after the stem was implanted.

Manufacturer narrative:
Clinical report states that patient had a periprosthetic femoral shaft fracture and broken stem that occurred due to a fall. It was treated non-operatively with protected weight bearing and physical therapy and rehabilitation. This event occurred 26.2 years after the stem was implanted. Doi: unknown, dor: not revised. The device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.